Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube and lip. No excessive no delivery alarm was observed.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery during the reservoir changing and priming process. The blood glucose reading was 230 mg/dl. The customer stated that there had been no physical damage to the device other than a scratch or two on the window but the display is legible. No significant events leading to the alarm were observed. The customer stated that he was able to rewind the insulin pump but was unable to troubleshoot due to the motor error. He declined return of the infusion set and reservoir for analysis. It was also observed that the units left in the reservoir in the status menu read 100.0 units but changed to 0.0 units when the motor error alarmed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.